Event description:
It was reported that customer experienced cartridge alarm 20 during pump load process despite following instructions and had previously reported similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, instructed customer to place problematic pump in storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.